Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The customer was provided a quote by the remote service engineer (rse) for onsite service and a replacement touchscreen. The quote is pending acceptance or rejection by the customer. This investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17245.

Manufacturer narrative:
H10: in a good faith effort (gfe) response received on 11jan2023, the customer stated that the device had been sent to philips bench repair, but they had not provided a purchase order (po) to philips to create the appropriate bench service case. In a gfe response received on12jan2023 it was stated that the customer would provide clinical use information as soon as possible and that they would begin the po process. A new quote was provided to the customer for a replacement touchscreen and onsite service. As of 31jan2023, the quote is pending customer acceptance. The investigation is ongoing. H11: corrected data: an additional response was received on 23jan2023; it stated that the device was not connected to a patient at the time the fault was found.

Manufacturer narrative:
In a good faith effort (gfe) response received on 28feb2023, the customer stated that the device had been sent into the bench repair center for service. The device was reported to have been repaired and returned to the customer. No further information was provided regarding the repair or replacement parts used at the bench repair center. The customer also stated that the replacement touchscreen previously provided on 07feb2023 had been sent to them in error. The replacement touchscreen was sent to the bench repair center. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.